Manufacturer narrative:
Device evaluated, visual inspection performed and found non-OEM (original equipment manufactured) top case identified. Cracked right plunger case and visible contamination. Fail safe resource error. Unable to retrieve event history log due fail safe error. The reported problem was duplicated during power up process. The main board was not operating as intended. The main board was replaced, and device software was updated to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed non-stop. No patient injury was reported.